Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v595266, implanted: (B)(6) 2011, product type: lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that in may the patient turned her ¿clicker¿ on in the morning and it jolted her so much that it pushed her against the wall and she had trouble breathing. The patient went to see her healthcare provider (hcp) and he was unsure why it happened. No interventions or patient outcome were reported in relation to the event, so additional information was requested. If additional information is received a supplemental report will be sent.